Event description:
Intraoperatively, after implanting 21 mm sjm regent valve (medwatch# 2648612-2011-00057) the valve leaflets would not move properly. The valve was removed and replaced with a same size sjm regent valve. It was reported the pt expired.